Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that on (B)(6) 2024, the patient had a subdural effusion and underwent external drainage surgery. During the operation, the three-way valve joint was tested and found to be cracked and leaking. The device was replaced with a new one. There was a procedure delay of 30 minutes. The patient's status at the time of the report was alive-with injury as the patient came to the hospital for treatment due to sudden dizziness, headache, nausea and vomiting for 2 days. Emergency head CT showed: left occipital lobe hemorrhage. Physical examination upon admission: the patient was confused and in very poor spirits. The pupils on both sides were equal in size and round, with the left to right = 4:4 mm. The patient had a slow light reflex, irrelevant questions and answers, was irritable, did not cooperate with the physical examination, was in a passive position, and was pushed into the ward on a cart. The right limb muscle strength was level 2, the left limb muscle strength was level 4, the left pathological signs were positive, and the right was negative.